Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a stenting treatment, inability to cross the target lesion occurred. The 88% stenosed target lesion was located in the moderately tortuous and severely calcified left main coronary artery. The target lesion was treated with pre-dilation, then the physician attempted to cross the lesion using a 4.0x20mm promus element stent delivery system but was unable to cross the lesion. The procedure was completed with another of the same device and no patient complications were reported. Device analysis revealed stent damage and that the stent moved on the balloon.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: an examination identified the stent had moved forward distally by 10mm and there was stent damage. A strut on the seventh row in from the distal end of the stent was raised up. The distal end of the stent appeared to be slightly flared. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon of the device was visually and microscopically examined and no issues were noted with their. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).